Manufacturer narrative:
H.10: through the follow-up communications livanova learned that the customer does not follow the instruction for use regarding the water sampling. Indeed, it was communicated that the samples were taken from the hansen connector and not from the drain valves.

Event description:
See initial report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer requested deep disinfection to solve the reported contamination. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.